Event description:
The only vein I could visualize in this pt was the brachial, which was right next to the artery. I used the needle guide and got blood return, so I thought I was in the vein. It was only when I took the inside part out of the microintroducer and blood came gushing out that I realized that I was actually in the artery.

Manufacturer narrative:
This MDR is being submitted for the incorrect vessel access. No product has been returned to the MFR for eval. No pt injury reported, no pt consequences. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.